Event description:
The customer called for help with her contour meter. While troubleshooting, it was discovered the meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The customer was advised to return her meter for evaluation. A coupon was sent to the customer for a replacement meter.